Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer kept changing the infusion set. Customer's blood glucose level went up to 400 mg/dl. The customer changed the infusion set and bolused to treat her blood glucose level. Insulin did not exit and the insulin pump alarmed no delivery while troubleshooting. The alarm was caused by an infusion set/reservoir connection. The device was not returned.